Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman coulter specialist. The customer replaced the sample probe to resolve the issue. The customer performed calibration and quality control, which all passed. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results with flags on multiple chemistries including sodium (na), potassium (k), albumin (alb), and carbon dioxide (co2) on their au5800 clinical chemistry analyzer. The customer also obtained low quality control (qc) for alb, na, k and hdl-cholesterol. The customer repeated the patient sample and qc on another analyzer and results were normal. The customer did not report the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided only the initial low results for this patient.